Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was when patient presented in clinic for a follow up visit, lead dislodgment issue was observed on the ra lead. Lead was repositioned and remains implanted. Patient was stable.